Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: visual inspection: the skyline spring clip driver (p/n: 286830300, lot #: gm5071802) was returned and received at us cq. Upon visual inspection, the tip of the screwdriver is broken and stuck inside the shaft. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: spring clip self-retaining driver, medium handle, skyline acp; spring clip self-retaining driver, shaft, prius acp; spring clip self-retaining driver, driver tip, prius acp. Investigation conclusion: this complaint was confirmed as the tip was broken. No definitive root cause could be determined based on the provided information. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm5071802 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 06 feb 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the skyline spring clip driver tip was broken during screw insertion. Another screwdriver was used. There was not an issue in completing the case. There was no adverse impact to the patient. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).